Manufacturer narrative:
Additional, corrected, and/or changed data: b1, h6.

Event description:
A healthcare professional reported a patient who was injected with juvéderm® voluma¿ with lidocaine in the zygoma region and used juvéderm® volbella¿ with lidocaine last year, and a month later was injected with skinvive¿ by juvéderm. At the end of year, the patient was presented with redness, edema, and heat in the malar region. The hcp treated the patient with corticosteroid and there was an improvement. However, the patient was presented with the same symptoms again, but whenever the patient was treated with corticosteroid, there was improvement. Additionally, the hcp reported that the patient was injected in the malar and zygoma with 2 ml (1 ml per side) of juvéderm® voluma¿ with lidocaine. The onset of the first episode happened during the 1st half of the last month of last year. The patient experienced 5 episodes in total, 2 during the 1st half of the last month of last year, 2 in the 1st month of this year, and the last was on the 2nd month of this year. The patient experienced edema, erythema, and local heat only on the left side, mainly in the medial malar region. On the last episode the patient experienced bilateral edema. The symptoms did resolve after treatment with corticosteroid and oral antibiotic on the last month of last year, and the 1st and 2nd month of this year. The hcp treated the patient with prednisone and oral cephalexin in the first intervention, then the patient was treated in the emergency room with clavulin bd, in the last episode received diprospan im and since then there were no more symptoms. Additionally, the healthcare professional (hcp) reported that they evaluated the patient in person a week ago and the patient showed no signs of inflammation. However, the patient sent a message reporting a new episode of edema and erythema, and an ultrasound was requested. The patient will return in a few days for a new evaluation.

Event description:
A healthcare professional reported a patient who was injected with juvéderm® voluma¿ with lidocaine in the zygoma region and used juvéderm® volbella¿ with lidocaine last year, and a month later was injected with skinvive¿ by juvéderm. At the end of year, the patient was presented with redness, edema, and heat in the malar region. The hcp treated the patient with corticosteroid and there was an improvement. However, the patient was presented with the same symptoms again, but whenever the patient was treated with corticosteroid, there was improvement. Additionally, the hcp reported that the patient was injected in the malar and zygoma with 2 ml (1 ml per side) of juvéderm® voluma¿ with lidocaine. The onset of the first episode happened during the 1st half of the last month of last year. The patient experienced 5 episodes in total, 2 during the 1st half of the last month of last year, 2 in the 1st month of this year, and the last was on the 2nd month of this year. The patient experienced edema, erythema, and local heat only on the left side, mainly in the medial malar region. On the last episode the patient experienced bilateral edema. The symptoms did resolve after treatment with corticosteroid and oral antibiotic on the last month of last year, and the 1st and 2nd month of this year. The hcp treated the patient with prednisone and oral cephalexin in the first intervention, then the patient was treated in the emergency room with clavulin bd, in the last episode received diprospan im and since then there were no more symptoms. Additionally, the healthcare professional (hcp) reported that they evaluated the patient in person a week ago and the patient showed no signs of inflammation. However, the patient sent a message reporting a new episode of edema and erythema, and an ultrasound was requested. The patient will return in a few days for a new evaluation.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.